Manufacturer narrative:
(B)(4): method: device history reviewed. Results code: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
This device was explanted secondary to the explant of two other devices after the patient had been diagnosed with endocarditis.

Manufacturer narrative:
The device was not returned for analysis. A review of the sterility lot record confirmed that the biological indicators tested negative for both tissue and solution. There have been no additional complaints, or complaints for infection against any of the devices manufactured under this sterility lot. The sterilization process used by medtronic has an anti-microbial kill on the microorganisms such as staphylococcus and streptococcus species. The reported organism can be rendered non-viable to the sterilization process during manufacturing. Therefore, it is unlikely that the organism originally came from the device and/or manufacturing valve process. In addition, the information received also indicates that the endocarditis occurred four years post implant. Endocarditis events that occur more than 12 month after the procedure are called late prosthetic-valve endocarditis and are largely community-acquired versus a result of the manufacturing process of the valve. Based on the investigation, the endocarditis is unlikely to be attributed to this device or manufacturing process. Based on clinical data and literatures, melody stent fractures are known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. However, a true root cause to the stent fractures was not determined. There was no indication that the reported stent fractures and endocarditis were related to the manufacture of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The valve reported in medwatch 2025587-2011-00012 was explanted incidentally in an unrelated procedure, however, both the initial and replacement valves were returned to medtronic for analysis due to being implanted valve-in-valve. Product analysis: upon receipt at medtronic¿s quality laboratory, there appeared to be three bare metal stents with the valve received for analysis. All leaflets were slightly stiff but flexible. All leaflets were intact. All commissures were intact. Tan vegetative appearing host tissue was observed on the outer wall between the three pre-stents. Evidence of host tissue on the inflow and/or outflow of the leaflets did not seem apparent. Radiography showed no evidence of mineralization in the valve. The multiple stent layers make it difficult to determine whether or not there were stent fractures in the valve. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient implanted with this transcatheter pulmonary valve was found to have three stent fractures (type I), observed at three month follow-up exam with no loss of stent integrity. At six months, stent fractures progressed from type I to type ii, with a gradient of 19 mm/hg. Additional information was received that another melody valve was implanted, valve-in-valve with no adverse patient effects were reported.